Event description:
Per report, post transfemoral tavr procedure the patient developed severe mitral regurgitation (mr). Additional information provided by the physician noted that the valve was positioned as recommended and the perceived cause of the event was "underlying mr worsening". Additional information provided by the physician: the patient's sinotubular junction (stj) was not narrow, calcified. The patient has porcelain aorta, and severe calcification of the aortic valve. The ejection fraction was 60%. Good image intensifier angle and coaxial alignment of the valve/delivery system with the annulus. During deployment the balloon inflation was held per the recommended amount of time, the ventilation was held and there was no loss of pacing capture. The perceived cause of the severe mitral regurgitation post tavr procedure was a worsening of the underlying condition.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
During investigation of this event, the implanting physician made a correction to the initial report of the event: per physician, the patient had pre-existing mitral regurgitation (mr) prior to the sapien valve implant. The severity degree of the mr did not changed during or after the tavr procedure. The facility declined to provide additional medical records for this event. Therefore, this event does not meet the criteria of a complaint. No further actions are required at this time.